Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using an ez-28 insertion system. During the insertion of the lens the surgeon noticed the lens was delivered upside down intraoperatively. The incision was enlarged in order to remove and replace the lens. A second iol was implanted successfully and the patient is doing well. Reference MDR 1119279-2010-00009.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The complaint lens was returned to b+l subjected to visual inspection. Results revealed that the lens optic was torn apart and both haptics were bent. Functional testing could not be performed due to the condition of the lens, which is consistent with lenses that have been removed from the eye.